Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the cam handle could not be closed with reasonable force. The cam handle set screw was adjusted so that the clamp handle could be locked without excess pressure having to be applied. The unit then worked as designed. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a loosening of the cam handle set screw after repeated use over time and after repeated autoclave cycles. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the black lever of the accessory traction was loose and it was not staying tight. No case reported; therefore, there was no patient involvement.